Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted the rv defibrillation impedance was >200 ohms on (B)(4) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. It was noted the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.